Manufacturer narrative:
The returned device was evaluated and stress marks were noted on the sides of the top housing. No evidence of blood noted on the device. No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The formed needle and soft cannula were inspected under magnification. No issues were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by mother that the patient's blood glucose (bg) levels reached 430 mg/dl while wearing the pod between 36 and 48 hours. After rough housing with her grandfather, patient complained the site was painful and bg levels continued to rise despite a bolus delivery. When removed from the infusion site (abdomen), the pod's cannula was found bent. Additional method of treatment (after pod removal) was not provided. The patient's blood glucose and insulin history are as follows: (B)(6).